Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fluctuating shock impedances on the right ventricular (rv) channel. The shock impedances were sometimes measured high and out of range greater than 125 ohms. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. An in clinic review was scheduled and the recommended troubleshooting was performed. Based on the results of the testing, the physician elected to raise the alert for shock impedances and continue monitoring the system. The rv lead is a competitor product. This crt-d remains in service. No adverse patient effects were reported.